Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that the patient underwent the concurrent procedures of a total abdominal hysterectomy with bilateral salpingo-oophorectomy during mesh implantation. It was reported that patient underwent excision of mesh erosion and sling repair on (B)(6) 2010 due to dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-08433. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-08433. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: 08/06/2015. Additional narrative: it was reported that the patient underwent excision of vaginal mesh with placement of alloderm mesh on (B)(6) 2010 due to painful intercourse with pelvic pain secondary to eroding vaginal mesh.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.